Event description:
(B)(4). Kimberly clark has begun to decorate the top layer of their poise incontinence pads with purple ink. I developed severe irritation, burning and itching in and around my vaginal area. This started in (B)(6). I stopped using the pads from that package after 3 days of use, and still have irritation. I contacted kimberly clark, the response I received over the phone, was that I was the first to report this problem. They offered me coupons for other kimberly clark products, and was sorry to hear of my situation. I have looked online and found a web site regarding complaints from other women regarding this same issue, going over the past few years. Many have had even more severe problems than me. I don't know what that ink is made of and kimberly clark said it was propriety property. Maybe your labs can test it. I know I have many allergies, and this may be why I and many other women are having these issues. Here is that web site (it's kimberly clark's regarding poise pads). (B)(4). (B)(6). Purchase date: (B)(6) 2012, this date is an estimate. The product was not damaged before the incident. The product was not modified before the incident.